Manufacturer narrative:
Additional information received; it was reported the patient presented with chest pain the day before the index procedure, but was later sent home after a head CT. The patient then returned the following day with chest pain and a contained rupture. It was reported that there was a long wait before the patient was brought into the or where CPR was performed straight away and continued throughout the procedure. It was reported access was gained percutaneously on both sides and a reliant balloon was inserted into the descending aorta, CPR was paused several times to check for the patients heart beat which was not detected. It was decided to continue with the CPR and proceed with the case, a bifurcate and 2 limbs were successfully deployed. After the devices were implanted, CPR was ceased and the patient was pronounced dead. No relationship between the devices and the event were reported, it was reported the patient was having health problems before any stent grafts were implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 14-aug-2021, UDI#: (B)(4); product ID: etlw1610c124e, serial/lot #: (B)(4), ubd: 18-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in an unknown endovascular procedure. It was reported by the patient's partner through technical services, that the patient died with the stent graft implanted on the same day of the index procedure. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is expired.